Event description:
It was reported that a patient underwent an aorta ascendens replacement on (B)(6) 2013 and a drain was placed subcutaneously and functioned properly upon first activation. On (B)(6) 2013, in the intensive care unit, a nurse squeezed the drain with alcohol and the tube broke outside of the patient's body. The broken parts of the drain were immediately jointed together and were continued to be used on the patient. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch # (B)(4); mfg date 10/01/2012; expiration date 10/31/2017. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual device was returned for evaluation. Both edges of the piece of drain have an uneven surface so it is hard to say which edge was broken. Any damage to the drain could have caused the breakage. No conclusion can be drawn at this time.